Event description:
¿Patient was intubated on continuous fentanyl infusion. Patient receiving a bronchoscopy at bedside. Infusion continuously alarming "air in line". Tubing removed from pump and no air bubbles visualized. Patient received a prn dose of fentanyl and versed due to patient becoming agitated during procedure.¿ manufacturer response for infusion pump, infusomat (per site reporter) bbraun is investigating the air in line issue.